Event description:
Information was received that during use of this smiths medical level 1 trauma fast flow systems, the fluid warming set was connected to patient's central line. The reporter stated that the flow rate was "slow" after the first 30 seconds and the last 50 ml of the blood bag would not infuse. It was reported that the last 50 ml was delivered by the nurse by hand. No reported adverse effects or patient injury.